Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a coronary angioplasty interventional procedure. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because key components were not returned, the scope of this investigation was limited and the reported suture break could not be confirmed. Inspection of the returned device indicated that the posterior foot was broken and not returned with the device. A posterior foot break is consistent with the posterior needle being deflected during needle deployment and struck the foot instead of engaged with the posterior cuff inside the posterior foot pocket as intended. The posterior foot break would have resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for the posterior foot break was determined to be related to the operational context during use of the device and not a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.